Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site was damaged the following information was received by the initial reporter with the following verbatim: the white part of the smartsite injection port is cracked and it leaks when fluid is administered. It's not easily visible and requires some prssure to leak. See pictures and videos attached. Inicdent occured in the ICU to administer fentanyl. It,s the second similar incident in the ICU. The first one occured in february (pir3077939) the lot number is not available and it was not available for the firt pir either.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional info.

Manufacturer narrative:
It was reported that the white part of the smartsite injection port is cracked and it leaks when fluid is administered. One sample model mpx5300-c, lot 23129297 was returned for investigation. The set was examined for defects and abnormalities. A crack was seen on the y-sites luer activated device. No defects or abnormalities were observed. The luer activated device was connected to a 10 ml bd syringe filled with water and flushed. Leak was observed coming from the crack on the y-site. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the failure mode could not be confirmed to be related to the tj manufacturing process. A device history record review for model mpx5300-c lot number 23129297 was performed. The search showed that a total of 11603 units in 1 lot number was built on 19dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.